Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, cardiac resynchronization therapy (crt) pacing was noted to be at 0%. The left ventricular lead threshold was good in two pacing vector and pacing was being delivered, so the lead position was suspect. The lead will be repositioned and it remains in use. It was later clarified that the effective crt pacing, as programmed, also depended on the positioning of the right ventricular (rv) lead coil. The rv lead threshold was high, so that lead was repositioned instead of the left ventricular lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.